Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx drug eluting stent to treat a lesion in the mid rca. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. It was reported that stent deformation occurred in vivo during positioning. It was informed that the stent protruded from the entry of the rca. No patient injury was reported.

Manufacturer narrative:
The calcification was moderate, and vessel tortuosity was mild. The lesion was pre-dilated with a 2.0mm non-medtronic balloon. Pre-dilation was performed with nominal, ro 3.5 / 34 was nominal pressure. There were no inflation difficulties. Resistance was not noted while advancing the device to the lesion. The device did not pass through a previously-deployed stent. It was reported that the stent deformation occurred in vivo during deployment. The physician did not want to stop half way through deployment. The stent elongated almost 8mm. Post-dilation was performed with nominal pressure of 3.5 / 12 by a non-medtronic nc balloon. After stent deployment, was the stent fully expanded in the vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the stent was finally implanted at ostium of the rca. Image review: a video was provided showing the inflation of an unknown balloon in the right coronary artery. It is not clear from the images if pre or post dilation is being performed. Stent deformation or elongation cannot be confirmed from this video. An ivus image was provided showing calcification of the vessel. The guide wire is visible in the image. An ivus image was provided which appear to show the stent struts post deployment. It is not possible to confirm stent elongation or deformation from the returned images. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: re device: it is observed stent underexpanded and malapposed struts stent deformation was also noted. Re vessel: distal rvd 3 mm, stable plaque between 2-4 clockwise, mild calcification. Image suggesting dissection. Mid-section tight stenosis with rvd 3.5 mm. Proximally, stable plaque observed with rvd 4 mm. It could not be confirmed if elongation occurred from the cross sectional images. On review of the angiographic images; stent was positioned at the ostium of the rca. By the time of implant, the whole system moved towards the aorta and the stent was partially implanted outside of the rca. The elongation happened due to lack of support (stent implanted outside of the rca). No device deficiency was noted. From the returned images. If information is provided in the future, a supplemental report will be issued.